Event description:
Same case as uf/importer report number 01008226. During a visceral angioplasty treatment procedure, the express biliary stent dislodged from the delivery system. The pt was asymptomatic during this event. The lesion being treated was in the superior mesenteric artery. The stent dislodgement occurred with a portion of the stent in the target lesion, and a portion of it in the aorta. A catheter/snare combination was used to entrap the stent, and it was removed from the pt through the vascular access site in the groin. Another device was used to successfully complete the procedure. No pt injuries or complications were reported. The pt was discharged from the hosp in satisfactory condition.